Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer determined the most likely cause of the issue is a faulty turbine. The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the alleged defect has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator; the unit displays vent inop (inoperable) and motor fault alarms. The issue occurred during testing, there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected turbine assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to a corrupted turbine interface within the printed circuit board assembly. This issue will be internally investigated within carefusion.